Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the cause was not determined. They contacted hcp on (B)(6) 2019 and as of right now, they will have to schedule and appointment to determine cause and how to proceed. The cause of poor communication was also not determined yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins) for g astrointestinal/ pelvic floor. It was reported patient claimed implant had not been effective since implant. There was no benefit. It was noted as sudden. Caller further reported that patient was getting poor communication. Patient was given new batteries by caller's facility for their patient programmer. Batteries were procell. Caller states patient getting poor communication and was not using an antenna. It was reviewed to try using other batteries. Caller and patient was redirected to hcp to establish if ins was eos or check ins. Patient noted that they didn't know if they felt stimulation. No further complications were reported or anticipated.